Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. The customer's blood glucose was 400 mg/dl. The customer stated that their blood glucose would go up in the evening until midnight and then it would go down. The customer stated that they would do correction and noting would happened. The blood glucose would start going up at 7 and start dropping after midnight. The customer reported that they feel okay for troubleshooting. The customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was not calling back to perform a high pressure test. The customer reported that they had a backup plan available. The customer does not allege that the insulin pump was under delivering. The customer stated that the drive support cap appeared normal or slightly indented. The customer reported that the basal rates were programmed accurately. The customer reported that the insulin pump was not worn during a medical procedure/test around an MRI. The displacement test showed no reservoir. The device will be returned for analysis.